Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, foreign material was discovered in the bending rubber, probably adhesive residue, likely caused by insufficient reprocessing. In addition, cracks, chips and scratches were discovered on the light guide lens and the objective lens. Deteriorated adhesive was found on the thread wound sections of the bending rubber. The grip, forceps channel ports, switch box, up/down knob, r/l knob, sc cover unit, sc case, had scratches, the aw and s cylinders had discoloration. The label on the s-connector was damaged. Due to a scratch on the bending section, insulation resistance value at the distal end of the device did not meet the standard value. A damaged charged coupled device caused white dots on the image. A worn angle wire caused the bending angle in up direction to not meet the standard value. The universal cord had peeled coating. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported low flow from the working channel of the evis exera iii gastrointestinal videoscope during preparation for use. There were no reports of patient harm. The device was returned to olympus for evaluation. Upon inspection and testing, foreign material was found on the rubber covering of the scope which appeared to be residue that entered inside areas where the adhesive eroded and detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).